Event description:
It was reported that the battery acid spilled out of the battery and melted through the battery pack. The account bagged it up and was able to use another one to successfully complete the case.

Manufacturer narrative:
Additional info will be provided once investigation is completed.